Event description:
It was reported that the customer noticed a difference between the sensor and the blood glucose readings. Customer stated that the sensor was reading 90 mg/dl while the blood glucose reading was 480 mg/dl. It was noted that the customer had an infection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.